Manufacturer narrative:
Evaluation results: one hl-90 115v electronic assembly (level 1 hotline fluid warming accessory) was returned for investigation in used condition. Visual inspection revealed that pcb board was in good condition. The investigator first installed the pcb board to a test unit. The investigator then filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (low water alarm) was not confirmed during the test. No fault was found with the pcb board.

Event description:
Information was received indicating that a smiths medical level 1 hotline fluid warming accessory indicated a low water alarm. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: evaluation results: one hl-90 115v electronic assembly (level 1 hotline fluid warming accessory) was returned for investigation in used condition. Visual inspection revealed that pcb board was in good condition. The investigator first installed the pcb board to a test unit. The investigator then filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (low water alarm) was not confirmed during the test. No fault was found with the pcb board.